Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 29-jan-2024. H.6. Investigation summary: material #: 301746. Lot/batch #: 3145994. Bd received 2 samples and 2 photo for investigation. The photos were reviewed and the customer¿s indicated failure mode for cannula breaks off was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for cannula breaks off with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cannula breaks off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, the end of the rubber plug is disconnected from the end of the blood return window of the needle tip. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, the end of the rubber plug is disconnected from the end of the blood return window of the needle tip. No patient impact reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.